Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. A visual review of the pack's spec, which is designed based on customer presence, indicated that the pack was built according to spec, which included the female quick disconnect. The root cause of the event is due to sales/customer error in providing an undesired component in the pack's design. Terumo has updated the spec to include the male quick disconnect. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the 3/8 quick connects are the wrong style; they are female but should be male. There were 10 occurrences of this event. The event did not cause delay in surgical procedure.